Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output patient experienced on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the device does not turn on. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. An interior inspection was performed and the inspection failed, confirming the reported event of an intermittent audio output. The root cause was determined to be an assembly error.

Manufacturer narrative:
(B)(4).